Manufacturer narrative:
Concomitant products: interfix rp fusion devices, mastergraft matrix (implant (B)(6) 2007 ). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in 2006 the patient presented with l3-4 herniated disk with left-sided radiculopathy and l4-5 herniated disk with left-sided radiculopathy. The patient underwent total laminectomy with bilateral medial facetectomy at l3-4; total laminectomy at l5; harvesting of local autogenous bone graft from spinous processes and laminae of l3-4; bone marrow aspiration from left iliac crest; implantation of posterior segmental spinal fixation l3-4 with synthes instrumentation; l3-4 diskectomy; l3-4 posterior lumbar interbody fusion with prosthesis; l4-5 posterior lumbar interbody fusion with prosthesis; l3-4 bilateral posterolateral fusion with bone graft mixture; and l5-s1 bilateral posterolateral fusion with bone graft mixture. It was noted that patient¿s interbody space was only big enough to fit on prosthesis without causing neurologic injury. No complications were reported. On (B)(6) 2007 patient presented with pseudoarthrosis l3-5 and painful disc at l5-s1. Patient underwent an anterior lumbar exposure for l3-4, l4-5, and l5-s1 discectomy and fusion with rhbmp-2/acs, a posterior lumbar fusion with instrumentation and rhbmp-2/acs, insertion of spinal stimulator, and removal of spinal implants. No complications were reported. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.